Event description:
It was reported that the patient had his pump explanted due to infection. The drug used in this system was lioresal. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
The previously reported conclusion code 22 no longer applies to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information clarified that the previously reported lumbar surgery was a lumbar disc surgery. The date of that surgery was unknown. After that surgery the patient had the infection. The patient was currently not implanted with the pump and was recovering. The patient had compounded baclofen in the pump.

Event description:
Further information reported perioperative antibiotics were administered. The primary location of the infection was indicated as the lumbar region, following lumbar surgery. The intrathecal baclofen (itb) catheter was cultured and the responsible organism was found to be (B)(6). Treatment included total device system explant. The patient had symptoms of infection reported as drainage. No drug withdrawal was reported. The pump was used to deliver baclofen. The date of the last refill was (B)(6)- 2008.

Manufacturer narrative:
Product ID, 8711 lot# j11320r23, implanted: 2003 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient had their pump removed about 5.5 years prior to report due to a post-operative infection; however, it was also indicated that the pump was removed prior to a winter storm in 2008. As of the time of the report, there was no patient injury. The reporter assumed that the infection had resolved as the patient was being re-evaluated for implant.